Event description:
New etq record created in order to update etq (legal system) complaint number (B)(4). Reason for original complaint - patient revised to address infection.(B)(4). Update (B)(4) 2013 - litigation received 02/14/2013. Complaint changed to legal. Dob added. Litigation alleges patient had pain, discomfort, soreness, malaise, swelling, immobilization and damage to tissue and/or bone after asr hip implant. There is no new information that would change the outcome of the investigation except cup and head now reported.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.(B)(4)

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Examination was not possible, as the devices were not returned. The asr devices have been obsoleted/discontinued and will not be investigated further. A complaint database search finds no other reported infections against the provided femoral device product and lot codes since their release for distribution. The investigation could not verify or identify any evidence of product error with regard to the reported event. It is not likely or reasonable to conclude the depuy devices contributed to the patient's reported infection more than 90 days post implantation. Based on the investigation, the need for corrective action is not indicated